Event description:
The customer alleged the unit caught fire as it was being warmed up prior to use on a pt . (B)(4).

Manufacturer narrative:
No other info has been obtained at this time. The unit was returned to csz for evaluation on (B)(4) 2010. A follow-up will be submitted.